Event description:
Medtronic received information that a patient treated with a react-71 catheter abd solitaire sfr4 stent had complications. After being discharged on (B)(6) 2024, the patient stayed at another rehabilitation hospital. However, follow-up CT showed aggravated hemo rrhagic transformation, so the patient was rehospitalized from (B)(6) for observation and subsequently discharged. Nihss score available: 11, mrs score: 0. The event resolved on (B)(6) 2024. The event was not related to devices but possibly related to the procedure. Although the exact cause is unclear, it is presumed to be due to the preexisting cerebral thrombosis. Pre-procedure mtici score: 0. Final post-procedure mtici score: 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that mannitol medication was used to resolve the hemorrhagic transformation. Causality assessment provided as : possible related to procedure, not related to devices, possible related to disease under study and underlying condition or disease, rationale for the relationship to the system or procedure: although the exact cause is unclear, it is presumed to be due to the pre-existing cerebral thrombosis.